Manufacturer narrative:
The complainant indicated that the balloon catheter will not be returned for evaluation; therefore, a failure analysis of the balloon catheter could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the calcified and mildly tortuous left circumflex (lcx) artery. The apex flex monorail 1.5mm x 8mm balloon catheter was advanced to the lesion for treatment and the balloon ruptured under nominal pressure during inflation. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status was reported as "good." Multiple attempts to obtain additional information has been unsuccessful.